Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the verbatim: phi recently used a bd smartsite connector for a 46 hour fluorouracil infusion delivered from a baxter pump (elastomeric). Phi followed the eviq procedure documented here: https://www.eviq.org.au/clinical-resources/pumps/1022-elastomeric-infusion-system#procedure in addition phi used a bd smartsite connector between the PICC connection and the baxter line. The infusion did not go through. On troubleshooting the connections were all found to be attached tightly with no leaks. The pump and PICC line were both verified to be working. On reflection phi realise phi did not try testing the pump with the connector in-situ. Phi reconnected the pump without the bd smartsite connector and the medication was delivered as expected. Phi am seeking product advice - should phi be using a neutral connector instead of a positive pressure connector? Can you recommend a product?